Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the lot number was 12k with supplementary information number of ¿25¿. (M-bc manufacture date: feb 25, 2021) - the cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. - the outer diameter of the cutting wire was measured. The result indicated no abnormalities. - the length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. - other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The following information was provided from the omsj. - what type of the procedure was being performed? (Which part of the body?) ;est(papillotomy) was performed in ercp. - what type of the procedure was being performed? (Which part of the body?) ;papillotomy in ercp. It was performed for papilla. - which electrosurgical unit was being used for the procedure? ;the electrosurgical unit was made by other manufacturer. Vio. Probably 300d - what was the setting value for the cut mode and the coagulation mode? ; it can be inferred that the tissue was cut by blend mode. However, it is unknown. - at what times did the reported event occur? (For example: how many minutes after the procedure started, did the reported event occur?) ; it occurred during cutting the tissue. It is unknown how many minutes later it occurred, since the time to reach the incision varies depending on the procedure. - which mode was being used when the event occurred? (Cut, blend or coagulation) ;blend mode was possibly used. - how was the wire contacting the tissue when the reported event occurred? ;the sales rep inquired the doctor. The doctor said that the wire was contacting the tissue. - what is the average activation time for the cut mode or the coagulation mode? How long is the maximum activation time? ¿¿¿the time is dependent on the case and the condition of papilla. Therefore, it is impossible to answer. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. -length of cutting wire -length of coated portion -operation of cutting wire this instruction manual (drawing no. Gk6224, revision no.8) contains the following information. Therefore, it would be possible to prevent this event from occurring. - since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. - be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. - do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break.3. In state of description ¿2¿, the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect.

Event description:
Olympus medical systems corp. (Omsc) was informed that the during the endoscopic sphinc terotomy procedure, the knife wire broke when the power was turned on. The intended procedure was completed with another device. There was no patient injury reported.